Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device visual evaluation: visual analysis of the photographs identified: device is seen ruptured. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional left side rupture. Device has been explanted.